Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. The incident information was reviewed, however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Hypotension and death are listed in the xience pro everolimus eluting coronary stent systems instructions for use: as a known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with anterior wall myocardial infarction (awmi). A 2.5 x 23 mm xience pro was implanted in the left circumflex and a 2.5 x 18 mm xience pro stents was implanted in the left anterior descending (lad) artery. After angioplasty the patient heart rate slowed and blood pressure was low. Cardiopulmonary resuscitation (CPR) was performed and the patient recovered. The patient was moved to the intensive care unit (ICU); however, after 3 hours on (B)(6) 2016, the patient died. The cause of death was noted as sudden cardiac arrest. An autopsy was not performed. No additional information was provided.